Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was not working properly. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot test was performed and passed. Receiver functional test was performed and failed due to the failed vibrator. Internal inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was confirmed. The probable cause was determined to be defective vibrator motor. The reported event of the receiver was not working properly is reportable based on the finding of a defective vibrator motor. No injury or medical intervention was reported. No injury or medical intervention was reported.